Event description:
On (B)(6) 2025, a facility representative reported via (B)(4) that an ar-6480 dw arthroscopy pump produced an outflow issue during a case with no patient affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors. Dfu-0212-eo: if the tubing is disconnected from the pump, it must be replaced. Do not attempt to reconnect the tubing to the pump as it could lead to unreliable pressure. The complaint allegation is not confirmed.